Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a damaged uv flash transfer set was confirmed during the sample evaluation; however, no root cause could be determined. A visual inspection was performed with a bent spike and a cut across tubing (did not leak) noted. Leak testing was performed with no issues. A clear passage test was performed with no issues noted. A clamp function test was performed with no issues noted. A batch review could not be performed because the lot number was not available.

Event description:
During evaluation of a returned uv flash transfer set, a baxter engineer found a cut across the tubing of the transfer set. There was no patient involvement, patient injury or medical intervention.